Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A service history review revealed no previous service events that were related to the reported condition. A device history review was completed and no issues were noted related to the reported condition. If additional relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a high drain 103 alarm on the homechoice (hc) after use, at the end of the therapy. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. The hp used a red bag on the heater and normally uses the green bags. There was no report of adverse event associated with this report. No additional information is available at this time.